Manufacturer narrative:
Follow-up #1 date of submission 03/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, a leak test was performed and passed with no leak found. The pump case was removed, and evidence of moisture ingress was found on the transceiver board; the moisture ingress complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.